Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8596, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was not functioning as a physician had cut the catheter by mistake during a recent back surgery. The location of the catheter issue was the distal segment and identified by fluoroscopy. Surgical intervention had not occurred and the catheter segment/s remain in the patient¿s intrathecal space and not in use. The pump was programmed to a minimum rate mode and then programmed to off mode on 2015 (B)(6). Oral medications were started for coverage. A revision surgery was being discussed for a later date. No patient symptoms were reported. The patient recovered without permanent impairment. This device system delivered morphine. Should additional information be received a supplemental report will be filed.